Event description:
It was observed that during the device evaluation, the subject device had foreign material in the air/water cylinder and the air/water tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified for the air/water cylinder (tube) containing foreign objects and the air/water tube containing foreign objects. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.